Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of therapy with her scs system. Diagnostics determined invalid impedances on the scs lead. X-rays were taken and awaiting review by the physician yet. Event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient also experienced positional overstimulation/jolts. Consequently, surgical intervention was taken where the lead was explanted and replaced which resolved the issue. Reportedly, the patient has effective therapy postoperatively.